Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The device was returned to the manufacturer on (B)(6) 2017 for analysis. It was reported the device removal was due to battery depletion, and was therapy-related, but nothing further was specified. It was indicated the patient was not in a clinical study, the device had been used with/in the patient for treatment, and there had been no death. The patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [19.8 mg/ml] at a dose of 11.27 mg/day and dilaudid [13.2 mg/ml] at a dose of 7.513 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the patient reported that the pump was alarming and an 8475 code was seen on the personal therapy manager (ptm). The date of the event was (B)(6) 2017. No troubleshooting could be done due to lack of access to product. It was indicated that the hcp was advised to read the pump logs to verify the reason for the pump alarm. No symptoms were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on july 07 2017. It was reported that the pump was completely explanted and replaced at midnight on (B)(6) 2017 without the knowledge of the manufacturer. The title of the report was ¿stopped pump¿ and it was stated that the issue being reported was ¿premature battery depletion.¿ it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed was unknown; however, this information was conflicting as pump event logs were submitted with the report. The following events were in the event logs examined on (B)(6) 2017 at 16:40: motor stall occurred on (B)(6) 2017 at 01:47 motor stall recovery occurred on (B)(6) 2017 at 00:38 motor stall occurred on (B)(6) 2017 at 14:32 motor stall recovery occurred on (B)(6) 2017 at 16:25 motor stall occurred on (B)(6) 2017 at 01:53 motor stall recovery occurred on (B)(6) 2017 at 16:28 the event logs contained events dating back to (B)(6) 2017. It was indicated that the pump would be returned but was currently in the hospital¿s possession. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the manufacturer's representative had just received the explanted pump from the hospital and that they would be sending it back for analysis that day.it was noted that the hcp had stated the motor had been stalled when they interrogated the pump at the explant on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-27. It was reported that the manufacturer's representative sent the pump last week. No further complications were reported or anticipated.